Event description:
The pt reported that her device was not implanted deep enough and it "bunched up under her skin". The device was moved to the opposite side of her body and since then has not been successful. The pt also experienced inadvertent increases in her stimulation for at least six months. Further info is being requested from the hcp.

Manufacturer narrative:
.